Event description:
It was reported that the cause of death was unknown. There is no allegation from a health care professional that the death was related to the device.

Manufacturer narrative:
The device was tested on the bench and our automated testing equipment and found to be normal. Longevity calculations were performed and the device was found to exhibit normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4): device evaluation anticipated but not yet begun.